Event description:
It was reported that the customer's blood glucose levels declined to 40mg/dl. The customer stated that the threshold suspend alarm did not work as intended. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.